Event description:
Per the clinic, the patient experienced swelling at implant site and subsequently underwent a procedure on (B)(6) 2022, in order to drain the swelling. The swelling has been resolved, however the patient experienced a skin breakdown over the implant site. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.